Event description:
Repair center : provider alleged unit will not start and key is the compressor is stuck. Per independent repair center statement, unit will not start. The key failure was that the compressor was stuck. Other issues were that the sieve beds were dusted.